Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previously reported gastrointestinal bleeding is reported under medwatch report #2916596-2016-01788. (B)(4). Approximate age of device ¿ 83 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to complaints of dark stools for two days, accompanied by feeling lightheaded. Anticoagulant at the time of the event was warfarin. An enteroscopy revealed a few 5 mm bleeding angiectasis in the gastric body. An arteriovenous malformation was not confirmed. The patient was treated with argon plasma coagulation. Warfarin and aspirin were discontinued due to recurrent gastrointestinal (gi) bleeding. The patient is being closely monitored in the hospital. No additional information was provided.